Event description:
Additional information was received. It was reported the patient's name was (B)(6) and not (B)(6). The pump system was delivering baclofen with concentration of 2000 mgc/ml at a 250mcg/day. The procedure was end of life replacement. Also, on previous information received it was noted the pump was disposed of by the hospital.

Event description:
It was reported that the patient passed away. The patient's pump was explanted due to an infection. She didn't have any symptoms other than the area around the pump "looking infected". It was also reported that the cause of death was not related to the device. Twelve days later, it was reported that the patient had the infection for a "very long time" before contacting her physician. At that point, there was nothing the physician could do besides explant the pump. The infection began and spread from an untreated urinary tract infection. The cause of the patient's death was sepsis. The drug used in this system was baclofen.

Manufacturer narrative:
Product ID 8709, lot# j0177981r, implanted: (B)(6) 2001, product type: catheter. (B)(4).